Manufacturer narrative:
Widespread corrosion was discovered within internal components of the device.

Event description:
It was reported that the micro sagittal saw heated up during case. A backup was used to complete the case. There were no pt or user injuries, and no adverse consequences.